Manufacturer narrative:
(B)(4). Batch # t5ap74. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload, however did not achieved and complete firing sequence. Further analysis showed that the reverse button was damaged. No conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide more event details how the stapler ¿didn't work¿? The device worked properly till the second fire, it was loaded the 3rd cartridge and the device didn't work. The battery was removed and reattached, but the device did not work. A new device used. Did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Or, did the device staple, but not cut the tissue? No. Did the device deliver any staples? No. If yes, were the staples that deployed into the tissue in the proper closed b-formation? In the previous firings the clips were properly formed. If the stapler did fire was the staple line complete? Unk. Did the device cut? No. If yes, was the cut line complete? If another issue occurred, please provide details. Device follow up: still into the pharmacy as per local law.

Event description:
It was reported that during the preparation for a sleeve gastrectomy, at the opening, the device didn't work. The battery was removed but the issue not solved. This occurred before using the device on patient.